Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global has poor pouch perforation. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there is no perforation (incomplete) and cannot be separated into individual pieces.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 50 sealed 22ga x 1.00in. Insyte autoguard bc pro units from lot number 4066005. Additionally, 5 photos have been provided. A visual inspection was performed on the physical samples and discovered that 45 units were difficult to separate. It appeared that the packages were not properly cut. It was also discovered that there was foreign matter on 3 of the units. All 3 units had small black foreign matter that appeared to be a dirt-like substance. One of the units also had a piece of plastic inside the packaging that appeared to be like the bottom web. Your reported issues were confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defects. During packaging there is a cross-cutting process. A dull cutting knife may result in a missing or incomplete cut, causing it to be difficult to separate packages. Setup verification per procedures and aa quality control plan is in place to mitigate the occurrence of this defect. Foreign matter may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.